Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a f/u report will be filed upon completion of the evaluation, or if additional info becomes available.

Event description:
The facility reported an infusion pump that was smoking and beeping. The event occurred during pt use. Additional info obtained by baxter from the facility biomedical dept. Noted that the reported condition could not be duplicated during a 1 hr test run of 100ml. The facility biomedical dept stated that they were sending in the pump for precaution. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.